Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the sheath was torn and found that a section of film was missing. All alexis wound retractors undergo 100% visual inspection during the assembly and packaging process. The tear in the alexis was most likely caused by the introduction of a sharp instrument through the alexis sheath. Care should be taken when placing instruments through the retractor to reduce the possibility of damage occurring.this document represents our initial/final report.

Event description:
Mis bilateral salpingo-oophorectomy - "plastic sleeve of small alexis burst when putting it in place. Surgeon and charge nurse do not believe there is any patient safety implication, nor that any material was left in the patient. Surgeon admits it is possible that user error was at play by not making the incision sufficiently large enough." Patient status: no reports of patients of patient having any adverse reactions since the incident.